Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri less than three years after implant. The patient has received no therapy and little pacing since implant, and the device has not met the physician's longevity expectation.